Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. Analysis of the sample showed that a crack was observed on the vial adapter component. Bd determined that the cause of the failure was attributed with high probability to customer misuse. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd q-syte vial access adapter leaked. It was reported by customer that leaking around the vial with product. Verbatim: rcc received a complaint via email. Caller states she is experiencing leaking around the vial with product code 385108. Caller was transferred from product complaints, (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.